Event description:
During dual surgical procedure doctor attempted to use cautery to remove a lesion on patient's eyelid. The patient was receiving supplemental oxygen via mask. When the doctor activated the cautery the drape and 4/4 ignited spontaneously. The assisting nurse reacted immediately removing the burning drape and 4x4 and stomping out the flames preventing any injuries.